Event description:
It is reported that when the surgeon opened the implant, he noticed a greasy film on the implant. He decided to implant a different art surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.